Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 32 mg/dl and 48 mg/dl. The cause of the low bg was unknown. The customer treated bg by consuming carbohydrates. The customer was instructed to consult with the healthcare provider regarding bg level.